Event description:
The ve lvas was implanted in 2000. In 2001, the manufacturer was contacted concerning advisory alarms the pt was receiving from the system controller. Ve lvas motor waveforms and x-rays of the ve lvad percutaneous lead were requested.